Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 06-feb-2019 arjo was notified about a complaint involving citadel patient care system. Following the information reported, the radius arm dislodged from the bed's frame. This malfunction was noticed during inspection of the bed in the arjo service center, when the bed was returned from the facility. There was no indication of the patient's involvement, no injury nor other medical consequences were reported. The analysis of all gathered information and post-market surveillance data, allowed to determine the most probable causes of radius arm detachment. These are: lack of c-clip securing the frames connection, abuse/mechanical damage or transport damage impacting the bed's frame. According to the information provided by arjo technician, the c-clip securing the radius arm was still attached to the bed's frame during inspection of the citadel bed, therefore the first cause could be rejected. Additionally, there is no evidence regarding damage of the bed due to improper handling of the device by the user. This scenario might be also rejected. Based on the technician's assumption, the malfunction could occur during transport of the bed from the customer to the service center. The facility from which the bed was picked up did not notice any problem with the bed. The claimed citadel is the rental device and was returned to the service center, where was inspected and repaired. Then, the malfunction was observed. It needs to be emphasized that this is the most likely cause, however it could not be clearly confirmed based on the gathered information. It is worth noting that all citadel beds have been designed, produced and certified to meet the requirements of standard en 60601-2-52. The claimed citadel bed manufactured on 12 may 2017 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. To sum up, there was no indication regarding patient's involvement when the malfunction was observed on claimed citadel patient care system. Upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment. The radius arm detached from the bed's frame and from that perspective, the citadel bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2019 arjo was notified about a complaint involving citadel patient care system. Following the information reported, the radius arm dislodged from the bed's frame. This malfunction was noticed during inspection of the bed in the arjo service center, when the bed was returned from the facility. There was no indication of the patient's involvement, no injury nor other medical consequences were reported.